Manufacturer narrative:
This report is filed on march 22, 2019.

Manufacturer narrative:
This report is submitted on february 01, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient was a non-user due to pain and tinnitus. Subsequently, the device was explanted on (B)(6) 2019.